Manufacturer narrative:
The cochlear implant was re-evaluated on march 14, 2016, using the integrity test system. The results are consistent with a device malfunction. The implanted device remains. This report is filed may 9, 2016. Implanted device remains insitu.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery. This report is filed on december 12, 2016.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is submitted on april 13, 2017.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in loss of clinical benefit. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report, (B)(6) 2014.